Event description:
The facility's biomedical engineer reported the pump to not audibly alarm. The hospital representative stated that there was no report of patient incident since the last baxter service event. Information was not provided regarding whether or not the device was in patient use when the reported condition occurred. No additional contact information provided.